Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys probnp and a second patient sample tested for troponin t on a cobas 6000 e601 module. The first sample initially resulted in a probnp value of 569 pg/ml. When repeated, probnp results varied from 937 pg/ml to 876 pg/ml. The second sample had troponin t results that ranged from 16.52 ng/l to 39.52 ng/l.